Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the arctic sun device temperature did not decrease.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller pump. The device was evaluated upon receipt. Confirmed cooling issue. Replaced chiller pump. Chiller also contributed to reported issue. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device temperature did not decrease. As per sample evaluation results on 12oct2023, it was reported that the hose clamp pinch , hose clamp snap,o-ring, l tube, molded chiller tube were damaged during disassembly. As per follow up information received via email on 24jjul2023. The device be sent in for a bd-approved facility for evaluation. The issue was resolved. Pump, dc centrifugal, arctic sun, rohs, (B)(6) and chiller, 230v,(B)(6) was replaced. No patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller pump. The device was evaluated upon receipt. Confirmed cooling issue. Replaced chiller pump. Chiller also contributed to reported issue. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device temperature did not decrease. Per sample evaluation results on 12oct2023, it was reported that the hose clamp pinch, hose clamp snap, o-ring, l tube, molded chiller tube were damaged during disassembly.